Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 6.7 inr on the coaguchek xs system while a comparison lab returned as 4.36 inr. The patient's coumadin dose was held based on the lab value. No adverse event reported. Requested return of suspect device and replacement was sent.